Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Initial reporter exceeds character limitations: ((B)(6)).

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer tightening knob was defective. A new device was opened to complete the procedure. There was a delay of 5 minutes. There were no effects to the patient.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The investigation has been started since the complaint was received, the following contents have been conducted: 1. Device historical record review: the records of the reported lot have been reviewed, no non-conformity relevant with the reported issue is observed. All the products had been performed 100% mechanical function test during production. They all passed the function test which demonstrate the knob can be tightened and can also tighten the flexlink arm. 2. Trend review: (B)(4). 3. Returned device evaluation: 1). The device was returned to factory for evaluation on oct.16, 2025. Visual inspection was conducted, and there were no obvious visual defects indicated on the device. 2). A mechanical evaluation was conducted. It¿s observed the knob rotate idling and could not be tightened, and also the flexlink arm could not be tightened. The reported failure "knob difficult/ unable to tighten-arm does not lock" was confirmed. 3). The device was disassembled for further inspection. The acme nut lead-in thread was found damaged, component records review did not indicate a product or manufacturing defect caused or contributed to the acme nut damage, all the products had passed 100% visual inspection and mechanical function test during production. Since no further interview or information is available from customer side, the specific root cause could not be determined. 4). Reviewing historical investigation records, the most probable root cause for the ¿knob difficult/ unable to tighten-arm does not lock¿ and ¿acme nut lead in thread broken¿ is rotating the knob rapidly during customer using, or rotating the knob leaner or too much strength used, which cause acme screw misaligned with the acme nut lead in thread, acme nut lead in thread broken, the broken lead in thread would potential not smoothly engage or even not engage with the acme screw lead in thread during tightening, then the knob could not be tighten, and link arm could not be tightened. The failure mode is addressed in the risk management file and IFU. The device met all product specifications upon leaving the factory. There were no ncrs identified which could cause or contribute to the reported issue. The complaint history review did not identify an adverse trend. There were no consequences or impacts to the patient. It¿s determined that there is no relation between the batch manufacturing process and the reported failure. The trending will be monitored continuously.